Event description:
I have been using the freestyle libre glucose sensor for approximately a year. In that time I have had an extremely high failure rate with the product. I would estimate 15% of the time the product fails immediately. Of the sensors that achieve initial success approximately half will fail before the advised 10 day period is completed. Overall, well over half the time the sensor will not perform to the life expectancy of ten days. For me a single sensor costs (B)(6) and prescription refills are strictly limited to the full ten day period. That means much of the time I do not have a functioning sensor and must use a backup test. What I find particularly irritating is that abbott¿s consumer web page advertises support and has ¿contact us¿ notices but I fail to find a single listed point of contact anywhere on the site - no phone or email listed. I feel this is done deliberately in an effort to minimize complaints about the product.